Manufacturer narrative:
Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (file number=2006 line number=707) critical handling alarms confirmed in the main error log and in the detail trace files on 05/07/2025 at 16:00:11.000. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector / pcba 1 j6 / pcba 2 j1 / motor / force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed in the main error log and in the detail trace files due to severe moisture damage on the keypad flex connector / pcba 1 j6 / pcba 2 j1 / motor / force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error due to a reservoir leak. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1886.